Manufacturer narrative:
This device will not be returned thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) and was replaced. Premature battery depletion was alleged. It was noted that this patient had received several shocks and anti tachycardia therapy since the implant of this device. This device will not be returned and no adverse patient effects were reported.